Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient taken to the emergency room (ER) by air ambulance and was diagnosed with diabetic ketoacidosis (dka). The patient lost consciousness and slipped into a coma. The patient's blood glucose (bg) values reached 1400 mg/dl. For treatment, the patient could not recall the details of what was done. The pod was worn between 4 and 24 hours on the leg. The pod was discarded and the patient was discharged after 9 days.